Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with non-sustained right ventricular oversensing episodes. The episodes appeared to be due to non capture on the right ventricular lead. The episodes showed to have an intermittent right ventricular adapter. The patient was seen in clinic but nothing had been done to address the issue. Lead revision was considered but not yet scheduled. The patient was stable.